Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulley was loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Failure analysis found the primary failure of could not reproduce / cannot verify external event to be related to the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the custom reported event. The grip tips opened and closed properly. Visual inspection internal it was performed and passed. The visual external inspection did not show evidence of loose cable. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The probable root cause is attributed to component failure.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no loose cables. The instrument was visually inspected and evaluated for its mechanical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.